Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 148 mg/dl. It was reported that the insulin pump was discontinued several days after the admission due to low and high blood glucose. No further information was provided.